Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 2248012. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked (B)(6) 2024, the nurse in the process of dispensing medication to the patient, found that the closed type intravenous indwelling needle catheter has a leakage situation, immediately reported to the equipment section, the equipment section personnel the first time to arrive at the present, checking and found that the closed type intravenous indwelling needle does indeed have a leakage and replacement of intact closed type intravenous indwelling needles to the nurse to use the nurse to the patient for a second time to place the tube, resulting in a secondary pain.